Event description:
Info received indicates the hi/low function is drifting down.

Manufacturer narrative:
The tech found the hi/low drive brake assembly was slipping and a lubricant was dripping from the assembly. The tech cleaned the hi/low brake assembly to repair the bed.